Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). The caller stated that the patient was vomiting, and they figured he was going into dka so, he was taken to the hospital. It was stated that the patient was treated for his blood glucose, and was given medication for nausea as well. The caller mentioned that this was the third hospitalization since january 23. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81582.